Event description:
The device was removed as it "would not inflate". The entire device was removed and replaced with another 3-piece inflatable penile prosthesis. 2/21/97 - upon receipt of add'l info from the physician/surgeons, he stated,..."the device did not function as the system was without fluid due to a perforation in pump to reservoir tubing".

Manufacturer narrative:
According to the available info this penile prosthesis was implanted on an unspecified date. The device was removed on 1/14/97, reportedly due to the device "not functioning as intended." The physician observed that the "system [was] without fluid due to separation in pump to reservoir tubing." On another correspondence, the physician indicated that the "device would not inflate" and that the "tubing from the reservoir to the pump was disconnected." A returned questionnaire indicated that there were no apparent circumstances in the pts history which could have contributed to this occurrence, and the device did not contact any unshod sharp instrumentation during removal. The pump, two cylinders, and a portion of reservoir tubing were received and evaluated by the MFR. No connector or reservoir were received. During functional testing, leakage was noted with the section of reservoir tubing and with one of the cylinders. Microscopic examination of the leakage sites showed indications that the leakage sites were contributed to by contact with sharp instrumentation. Based on the received info and quality assurance's evaluation, qa concludes that the observed leakage sites would have rendered the device inoperable, if existing while in-vivo. Since the date of implantation is unk, qa is precluded from determining when the observed damage on the reservoir tubing occurred. However, since the physician did not indicate any abnormalities with the cylinder, the cylinder leakage site was most likely contributed to during or subsequent to explant surgery. Qa is also precluded from commenting on the condition of the components that were not received.